Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a damaged connector, and indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician was implanting a new device and upon inserting the atrial lead, the physician was unable to firmly tighten the setscrew onto the lead pin. A new wrench was attempted, but the device setscrew was still unable to tighten down the atrial lead pin. The physician elected to use a new device. No patient complications have been reported as a result of this event.